Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing weak laser output. The laser probe and output port were replaced. The case was completed successfully.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event of low laser power output. The reported event was replicated and the misalignment of the optical axis from the laser core module was noted. The laser core module was replaced. The system was then tested and met all product specifications. The system was manufactured on march 22, 2012. Based on qa assessment, the product met specifications at the time of release. The laser probe lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be attributed to the nonconforming laser core module. The manufacturer internal reference number is: (B)(4).